Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the surgeon did a lung wedge resection a few weeks ago and the patient had a bleed with one of the reloads. The patient had undiagnosed pulmonary fibrosis. They ended up transfusing the patient and over-sewing the failed staple line and adding evicel fibrin sealant to the staple line.